Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a right tfna (trochanteric fixation nail advance) procedure, two drill bits broke. The tips broke off and fragments were created. Fragments were removed; however, some tiny fragments may have remained in the patient although an x-ray, irrigation and suctioning were performed. It was noted that it was a "tough" fracture and procedure. The guide wire bent during manipulation to stabilize the fracture. The drill bits did touch the guide wire and was believed to have caused the breakages of drill bits. There was a 30-45 minute delay. The outcome of the procedure was successful and the patient condition was reported as "fine". This is report number 2 of 2 for (B)(4).